Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work) was confirmed. As received, the +3.3 trace was open at the front response button. The cause of the non-functional repsonse buttons is the open trace. The root cause of the open trace cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor were not working.